Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During drain 2 of 3 there was a "notice: draining slowly" message, a drain complication message, please check pl and dl messages as well as an air detected in cassette message. Fluid leaked from inside the pump door - from pump b (right pump only). Pt said it was "some kind of moisture". The cycler powered down due to a power outage in the apartment. The patient stopped treatment and found fluid inside the pump door of the cycler and on the external part of the cassette. Fluid leaked from inside the pump door - from pump b (right pump only). In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out overnight and resumed using it with no further issues. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. During drain 2 of 3 there was a "notice: draining slowly" message, a drain complication message, please check pl and dl messages as well as an air detected in cassette message. Fluid leaked from inside the pump door - from pump b (right pump only). Pt said it was "some kind of moisture". The cycler powered down due to a power outage in the apartment. The patient stopped treatment and found fluid inside the pump door of the cycler and on the external part of the cassette. Fluid leaked from inside the pump door - from pump b (right pump only). In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out overnight and resumed using it with no further issues. The cycler set is available to return.